Event description:
The customer reported that the system beam size was too large. This was found during preventative maintenance. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep adjusted the mag2 beam alignment from 14mm to 10mm and within specifications. The system was tested and found to be working as intended and put back in service. This malfunction may have resulted in a possible accidental radiation occurrence.